Event description:
Revision surgery due to on going pain, surgeon suggested tibia appeared internally rotated. No signs of infection.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, related to (B)(4). No clinical supporting documentation to confirm the reported pain has been provided. Per the detail page, ¿surgeon suggested tibia appeared internally rotated. No signs of infection.¿ without the return of the explant or the requested clinical information, a thorough clinical/medical investigation cannot be rendered. Therefore, the patient¿s current status nor the future impact to the patient as a result of the reported pain can be concluded. No further clinical/medical investigation is warranted at the time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches. Product was sterilized according to sterilization release documentation from quality control. Without the actual product involved and/or device information our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.